Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the hub will spontaneously shutdown either during setup or as just happened, in the middle of a case either when forcing another touch function while applying presets or as in this case when adjusting audio volume the hub spontaneously restarted in the middle of the case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be a software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.